Event description:
Patient reported that she was found unconscious, by her son, in 2007. Patient's son phoned emergency medical services for assistance. While waiting for paramedics to arrive, patient's son reportedly tested patient's blood glucose, using the complete system, and obtained a result of 248 mg/dl. Fifteen minutes later, patient's son retested blood glucose with a result of 72 mg/dl. Less than 10 minutes later, paramedics reportedly arrived and tested patient's blood glucose on their device with a result of 37 mg/dl. Patient stated that she was treated with an intravenous glucose solution and was transported to the hospital. Patient stated that she was released from the hospital 3 - 4 hours later, at which time blood glucose measured 150 mg/dl on a hospital device. Patient stated that, prior to the hypoglycemic event, she had last tested blood glucose approximately 12 hours earlier with a result of 73 mg/dl. Patient also noted that she has hypoglycemic unawareness. Valid quality control testing had not been performed on the aviva system (patient's control solutions were expired). The hypoglycemic event occurred in patient's home. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The comfort curve test strips are the suspect product.